Manufacturer narrative:
Correction provided in b3 and d10.

Event description:
On 13/oct/2023, during a follow up, a country complaint administrator reported to fresenius this patient on continuous renal replacement therapy (crrt) utilizing the multifiltrate pro expired. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the country complaint administrator, it was reported this patient expired on (B)(6) 2023 due to an unreported cause while hospitalized. The patient¿s death occurred two days after a reported temperature issue with the multifiltrate pro whereas the patient¿s temperature was reduced to 31 c as a result of operator error. There was no medical intervention required for this event and no indication of serious injury or deviation from the crrt course as a result of the patient¿s moderate hypothermia. The patient was stated to be mildly hypothermic with a warming blanket prior to crrt with less-than-optimal temperatures attributed in part to hypotension, a presumably preexisting condition. The events surrounding the patient¿s death were not reported and it was unknown whether that patient was actively on crrt utilizing the multifiltrate pro at the time of her death. The exact cause of this patient¿s death was not determined at the time of follow up, however, it was reported by the patient¿s provider that the patient experienced significant hypotension and [hyperlactatemia] with metabolic acidosis in the environment of bowel [ischemia]¿ that precluded dialysis or surgical intervention. Additionally, it was confirmed that patient¿s death was not related to crrt or the use of any fresenius product(s) or device(s).

Event description:
On (B)(6) 2023, during a follow up, a country complaint administrator reported to fresenius this patient on continuous renal replacement therapy (crrt) utilizing the multifiltratepro expired. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the country complaint administrator, it was reported this patient expired on (B)(6) 2023 due to an unreported cause while hospitalized. The patient¿s death occurred two days after a reported temperature issue with the multifiltratepro whereas the patient¿s temperature was reduced to 31 c as a result of operator error. There was no medical intervention required for this event and no indication of serious injury or deviation from the crrt course as a result of the patient¿s moderate hypothermia. The patient was stated to be mildly hypothermic with a warming blanket prior to crrt with less-than-optimal temperatures attributed in part to hypotension, a presumably preexisting condition. The events surrounding the patient¿s death were not reported and it was unknown whether that patient was actively on crrt utilizing the multifiltratepro at the time of her death. The exact cause of this patient¿s death was not determined at the time of follow up, however, it was reported by the patient¿s provider that the patient experienced significant hypotension and [hyperlactatemia] with metabolic acidosis in the environment of bowel [ischemia]¿ that precluded dialysis or surgical intervention. Additionally, it was confirmed that patient¿s death was not related to crrt or the use of any fresenius product(s) or device(s).

Manufacturer narrative:
Review of the complaints revealed that the reported event is a known event. A review of the device history record is found to be not necessary due to the event can be clearly attributed to the failure mode application. A review of the machine files indicated the heater bag was inserted incorrectly which caused more air than dialysate fluid in the bag. The heater cannot recognize that only few fluid is inside the bag. The sensor for the heat-control-unit, which is placed at the top of the heater tube, measures only warmed air instead of warmed fluid. The heat-control works appropriately and thus, no under-or over-temperature warnings can occur. All in all, the machine works in conformity to its specifications. It is important to mention that the user was warned about an expanded heater bag four times. This is an indication that something is wrong with the heater. As the bag was filled with air predominantly it expands due the heated air inside more, as if it was filled with dialysate. This expansion triggers the safety switch on top of the heater, which is implemented to avoid potentially bursting heater bags. After these warnings the treatment was continued for more than 42 hours afterwards. It is not clear respectively cannot be seen when the users did place the heating bag in the right position. The described situation was caused by a mistake of the user. The heater could not warm the dialysate as intended. After the correct placement of the bag the heater did not show any abnormal behavior. Nevertheless, heating dialysate cannot compensate patients showing hypothermia. In such cases external measures must be taken, e.g. Using electric blankets. This is described in the instructions for use. Based on all performed investigation the described behavior could be reproduced. There are no indications of received complaint information and all investigations that the product deficiency is related to falsification or an unauthorized configuration.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: it is unknown if a temporal relationship exists between crrt utilizing the multifiltratepro and the patient¿s death as a temporal relationship was not specifically stated. It is well established that patients on crrt in a critical care environment carry a high risk of mortality, particularly in the environment of hemodynamic instability as seen with this case. The cause of the patient¿s death was not provided; however, it can be determined the patient¿s hypothermia experienced two days prior to her passing is not clinically relevant to her death. Though the cause of this patient¿s death was not reported, it was confirmed the patient¿s death was unrelated to crrt or the use of any fresenius product(s) or device(s). Therefore, the multifiltratepro cannot be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On 13/oct/2023, during a follow up, a country complaint administrator reported to fresenius this patient on continuous renal replacement therapy (crrt) utilizing the multifiltratepro expired. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the country complaint administrator, it was reported this patient expired on 24/sep/2023 due to an unreported cause while hospitalized. The patient¿s death occurred two days after a reported temperature issue with the multifiltratepro whereas the patient¿s temperature was reduced to 31 c as a result of operator error. There was no medical intervention required for this event and no indication of serious injury or deviation from the crrt course as a result of the patient¿s moderate hypothermia. The patient was stated to be mildly hypothermic with a warming blanket prior to crrt with less-than-optimal temperatures attributed in part to hypotension, a pre-sumably pre-existing condition. The events surrounding the patient¿s death were not reported and it was unknown whether that patient was actively on crrt utilizing the multifiltratepro at the time of her death. The exact cause of this patient¿s death was not determined at the time of follow up, however, it was reported by the patient¿s provider that the patient experienced significant hypotension and [hyperlactatemia] with metabolic acidosis in the environment of bowel [ischemia]¿ that precluded dialysis or surgical intervention. Additionally, it was confirmed that patient¿s death was not related to crrt or the use of any fresenius product(s) or device(s).